Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: a review of the pump black box data revealed no pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment. There was evidence of moisture in the battery compartment. A leak test was performed and no leaks were found. The returned battery cap secured properly to the pump, and a power loss was not observed. One of the battery cap contact height was found to be out of specifications. The contact width dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint of a power issue was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.